Manufacturer narrative:
Date of event: the true event date was not reported. The first day of the month of the aware date was used as an estimate.

Event description:
It was reported that thrombosis occurred. The 100% stenosed superficial femoral artery was treated with a 6x120 eluvia drug-eluting vascular stent system. Three months post procedure, thrombotic occlusion occurred. The thrombus was aspirated and balloon dilation was performed, however, blood flow was not recovered. A non-boston scientific stent was deployed proximal of the eluvia and ostium. Immediately after the procedure, the flow was recovered, but it was immediately occluded. A non-boston scientific stent graft was then placed in the patient. No further complications have been reported.